Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018; 5071-53 lead, implanted: (B)(6) 2019; dtba1d1 crtd, implanted: (B)(6) 2019; 693558 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection and received antibiotic treatment. It was also reported that the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) leads exhibited a fracture. The lv lead was capped, and the remainder of the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.